Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6)2023. The consumer swabbed one nostril, dipped the test swab in the reagent, then swabbed his second nostril. The consumer stated he was fine after the exposure and no further actions were required. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
FDA UDI - (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. The consumer swabbed one nostril, dipped the test swab in the reagent, then swabbed his second nostril. The consumer stated he was fine after the exposure and no further actions were required. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
FDA UDI - (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.